Event description:
It was reported that there was a lead revision. It was noted that there was a loss of stimulation and therapeutic effect. It was also noted that stimulation was in the wrong location. The patient had pain in the left leg and was getting stimulation in the right rib only using either lead. It was noted that they moved the lead that was ¿more to the right over to the left¿ and acquired good stimulation coverage on left leg where the patient had usual pain. It was noted that the patient was happy with the stimulation as of the date of this report. Actions required as a result of the event included replacement. It was unknown if there were any patient symptoms or complications associated with the event. Diagnostic testing or troubleshooting included impedance testing and reprogramming. It was noted that the event occurred during normal use. It was noted that the product status of the lead with serial number (B)(4) was explanted-complete. The patient¿s status at the time of this report was alive with no injury. It was later reported that the left leg was one of the patient¿s original complaints. The patient had good stimulation post-operatively but ¿at some point¿ [the reporter was not sure when] the patient only felt stimulation in the right rib area no matter where programmed on either lead.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).